Manufacturer narrative:
Result - gas spring trip, vercro.

Event description:
It was reported by service report that the fowler would not stay down and the velcro for securing the mattress to the stretcher was missing. The customer could not determine if there was pt involvement or if there were adverse consequences to report.